Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved with taking out the scope, removing sterile adapters and reseating them. No issue continued and no disruption from the case.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper user setup, specifically on tip orientation feature. The issue was resolved by flipping the endoscope base, reseating the endoscope and cancelling the gtc.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse instructed the customer to remove the endoscope and rotate the base of the scope mount, and to cancel the guided tool change, as this was expected to correct the issue. No site visit was conducted.

Event description:
It was reported that during a davinci surgical procedure, the 30-degree endoscope orientation was backward. The technical support engineer instructed the customer to remove the endoscope and rotate the base of the scope mount, and to cancel the guided tool change, as it is expected to correct the issue. No known impact or patient consequence was reported.